Manufacturer narrative:
H6: device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device; have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim# (B)(4).

Manufacturer narrative:
Investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vtich 13.2 implantable collamer lens of -3.50/2.5/034 (sphere/cylinder/axis) was implanted into the patient's eye. Very high residual astigmatism was present. A barometry device was used which showed that there was no internal cylinder power. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.